Event description:
Consumer claims his humidifier emitted a small flame from the bottom of the unit. There were no reports of injuries or property damages with this incident.

Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.